Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm; advised to start over with new supplies or finish with manual supplies and to notify the nurse in the next 24 hours. The hp understood explanations, cleared alarm and would call the nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved; however, the cause of the alarm remained unknown. When the hp was disassembling all of the supplies to start over, the bag on the line with the white clamp came loose and fell into their hand. The hp stated they were sure they connected the lines properly. The hp did not know whether it was the connection from cassette or the bag which was defective. The hp verified that there were no other loose connections, disconnections or defects on the supplies. Per hp, they informed their doctor of what occurred and were prescribed cipro. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.